Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the infusion device displayed an e4 error message (=occlusion) and the pump user went to the hospital because of high blood glucose value of 485 mg/dl. The kind of treatment or the duration of the hospital stay was not provided.